Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after breakfast with a highest observed blood glucose of 254 mg/dl, made frequent meal announcements throughout the day, and used additional insulin from a pen while disconnecting from the ilet, with no device alerts reported. Symptoms included none. Outcomes included no need for assistance and no medical intervention or hospitalization. The investigation included a review of user-reported data and troubleshooting with education on appropriate meal announcements and infusion set site rotation. Investigation of this case revealed user-related dosing behavior inconsistent with intended use, including multiple non-meal announcements used as corrections and exclusive use of a single infusion site area, which can affect glycemic outcomes. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error, addressed through education and recommendations to rotate infusion sites and avoid using meal announcements for corrections.